Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an allergic reaction to the implantable cardiac monitor. The device was explanted with no issues. The patient was stable.